Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cone piece separated from the lower body piece on the vasoview hemopro dissection tip broke off inside the tunnel in the pt's leg. The cone piece was retrieved through the original incision. An accessory kit was opened to complete the case. The hospital reported no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B) (6) 2010, for investigation. Visual inspection revealed that the dissection tip was received as a complete assembly, but the cone could be detached by sliding it off. There was some blood present on the device. Based upon the received condition of the device, the reported failure "dissection tip separated" is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B) (4).